Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had beep anomaly. Insulin pump was on vibrate and audio, volume 5, but she can hear audio slightly weak. The customer¿s blood glucose level was unknown. Self test was interrupted with pump error and with battery failed alarm, inserted battery was fully charged, not orange, not red. Self test did not pass. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement and displacement test. The audio tone functioning properly. Pump received with normal operating currents. No unexpected battery failed alarm noted. However, pump error 63 alarm (variableinfo=3) confirmed in the insulin pump history due broken trace on keypad assembly.